Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products. Implants bopt4310 lot 2022011144 x2. Unknown biomet screw, unknown lot number. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided

Event description:
Doctor reported that patient came referring implants' mobility at tooth sites 25, 26. Doctor noticed that the prosthesis screws fractured inside the implants and tried to remove the screws but it was impossible. Implants were removed. Patient has been rescheduled for new implants placement.